Event description:
Boston scientific received information that this right atrial (ra) lead has been experiencing low impedance measurements ranging from 100-460 ohms. The threshold measurements have been greater than 3 v. Additionally, there is no sensing in the atrial channel. The lead safety switch had been triggered. The results were going to be discussed with the electrophysiologist. No adverse patient effects were reported. Additional information was received that the patient had endured an unspecified incident, which fractured and dislodged the ra lead. The device was programmed to vvi. Additionally, it was reported that the patient with this lead suffers from atrial fibrillation (af). Recently, the physician elected to perform a revision procedure to remove the dual chamber device, implant a single chamber device and this ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.